Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an three inappropriate treatments. The device was started up at 16:51:14 on (B)(6) 2023. At 08:26:54 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole. At 08:27:33, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. . The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 08:27:59, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. . The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 08:28:31, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The device was shut down at 9:15:32 on (B)(6) 2023.

Event description:
The monitor was returned for investigation and did not pass incoming testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received an three inappropriate treatments. The device was started up at 16:51:14 on (B)(6) 2023. At 08:26:54 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole. At 08:27:33, the patient received the first inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 08:27:59, the patient received the second inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. At 08:28:31, the patient received the third inappropriate treatment. Oversensing of low amplitude cardiac signal contributed to the false detection. The patient was in a non life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm continued to be in asystole, which is a non life-sustaining rhythm. The device was shut down at 9:15:32 on (B)(6) 2023.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the defective response button was a disconnected front response button cable. The root cause for the disconnected cable could not be positively identified. There is no indication the open disconnected response button cable caused or contributed to the patient's passing as the system was able to detect asystole on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.